Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015. The customer stated they were involved in a motorcycle accident. The customer's blood glucose was unknown at the time of admission. Customer also reported they suffered from cracked ribs and a cracked ankle as a result of the accident. The customer stated they were disconnected from the insulin pump a few hours before being hospitalized. It was also found the infusion set was disconnected from the customer due to the accident. The insulin pump will not be returned for analysis.